Manufacturer narrative:
H6: investigation summary a "correlation/discrepant result" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they were receiving discrepant results on the bd max sar cov2 with a possibility of a false positive. Global support reviewed the database and did confirm true amplification, but did not noticed any instrument issue. Field service was dispatched. Field service performed a health check of the instrument and did a qualification run. Field service did not observed any issues with the instrument. The complaint is unconfirmed as an instrument issue. Root cause cannot be determined with the information provided. No parts were replaced or returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h10.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument with the bd sars-cov-2 reagent false positive results were obtained. Confirmatory testing was performed and results were negative. Results were not reported and there was no report of patient impact. Eua# (B)(4).

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument with the bd sars-cov-2 reagent false positive results were obtained. Confirmatory testing was performed and results were negative. Results were not reported and there was no report of patient impact. Eua# (B)(4).